Event description:
The hosp had no pts with positive ralstonia cultures that the reporter is aware of. Machines were cultured because the institution knew of other institutions with positive ralstonia cultures. About 5 machines ("single digits") were cultured after they wwere removed from pts. "Some" grew ralstonia. The reporter did not know exact sites on the machine which were cultured but is sure the gas outlet to pt has always been negative. He does not know if the testing included testing for other species of bacteria. The devices were always cleaned per MFR instructions at least, but may have had additional cleaning (reporter did not provide details). The hosp always used sterile water to fill the devices. Most of the devices were owned but some were rented. Since finding the positive cultures the hosp continues to use the devices it owns, but no longer uses rental devices. They changed the disinfection process to conform to the MFR's new recommended process in october. They have had no new cultures of ralstonia since october.